Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during an open lobectomy, the knife stopped on the way of the 1st firing on the pulmonary vein. The cartridge was white. Oozing occurred, but it was stopped by astriction. Blood transfusion was not required. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples?---yes. If so was the staple line complete?---no.